Event description:
Legal complaint alleges that the patient underwent total hip arthroplasty utilizing biomet m2a magnum hip components on (B)(6) 2010. Revision allegedly recommended due to pain, metallosis, loosening, and lack of mobility. No revision has been performed to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Date of event - no revision procedure reported. Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". Number six states, "inadequate range of motion due to improper selection or positioning of components". Number fourteen states, "postoperative bone fracture and pain". This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00344 / 00347). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.